Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, during deployment of the starclose se device, blood was seen exiting the access ports profusely following retracting the starclose se device to the tissue track. The thumb advancer was advanced, splitting the sheath. The starclose se clip was deployed; however, hemostasis was not achieved. Hemostasis was achieved using manual arterial compression. A clinically significant delay in the procedure was reported. The patient required overnight admission to the hospital because of a large hematoma that developed because the starclose se clip did not deploy correctly. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the leak, failure to achieve hemostasis or hematoma; however the treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous medwatch report filed, additional information received: no treatment was needed for the hematoma.